Event description:
It was reported that an ilet user experienced hyperglycemia after a supply change and breakfast, with blood glucose rising to 319 mg/dl and later trending down to 306 mg/dl; the user reported delivering a meal bolus around the time of the set change and uses a contact detach infusion set, with troubleshooting focused on monitoring and the possibility of a set issue requiring replacement. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and user education on monitoring and potential infusion set replacement. Investigation included remote troubleshooting, trend monitoring guidance, and assessment of infusion set function and recent set change timing relative to bolus delivery. Investigation of this case revealed that the cause of hyperglycemia remained unclear, with a potential contribution from infusion site or set performance after the change and timing of the meal bolus. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.